Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on input disk #6. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the input disk of the large hem-o-lok clip applier spins freely. The jaws would not open. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the issue with the jaw movement occurred while attempting to apply the clip and that there was no patient harm due to the issue. The clip applier was not stuck closed on patient tissue. The reporter informed that there was no additional information available from the site.

Manufacturer narrative:
Based on the customer complaint of the jaws issue on the medium-large hem-o-lok clip applier, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.